Manufacturer narrative:
Additional information: d9, e3, h3, h4, h6 (update codes), h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed and the reported leakage was not easily identified. Functional leak testing was performed and a leak was identified from the administration spike port bonding area. Of both samples. The reported condition was verified. The cause of the condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked from the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.